Event description:
Pt originally hurt back while at work. She was evaluated by several physicians and underwent conservative treatments until 7/15/91, when she had instrumentation implanted. At time of implant it was noted that she had a deformity of the left l4 and l5 pedicles. Therefoore "pedicle screws are inserted on the right l4-s1 but on the left he uses a claw formation with an open and a closed laminar hook with rods." The fusion never solidifies, so on 7/1/93 the instrumentation is removed and is replaced with other implants.